Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a0504 - leak / splash.

Event description:
Material#: 30964220 lot#: 3054722. It was reported by the customer that leaking at the plunger. Verbatim: please see the attached document for somes customer returns that came back as defective I need to return for credit. Can you please issue ra's? Please let me know if you need anything else. Thank you, (B)(6).

Event description:
No additional information.

Manufacturer narrative:
Twelve 10 ml syringes received for investigation. Through visual inspection, damaged on the barrel is observed on six samples, which likely caused the leakage past stopper incident. Functional testing was performed, leakage occurred on these samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is related to material buildup in molding process. When an adjustment occurs in the marking stage, the hopper continues its process. Accumulating material which, when it exceeds its limit, passes to the conveyors, causing the syringes to get stuck and this generates crushing, damaging the barrel. An alarm will be placed to avoid accumulation of product and manufacturing personnel have been notified of this incident to increase awareness. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.